Event description:
It was reported that a malfunction occurred with the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the reset resolved the issue without recurrence, allowing the customer to continue using the pump. The customer was advised to contact technical support if the malfunction reappears, and they acknowledged and understood the instructions.